Event description:
It was reported by customer that batching syringes leaking drug at the plunger area of the syringe. Rcc received a complaint via email. Date: (B)(6) 2026 complaint number: (B)(4) account number: (B)(4) item number: 308-305617 ,lot# 5129980, expiry 2030-04-30 lot# 5195506 , expiry 2030-06-30 sample available: yes item description: 20ml luer-lok tip sterile syringe pack incident description: as per account, batching syringes leaking drug at the plunger area of the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.